Manufacturer narrative:
The customer was contacted for return of the electrodes. The electrodes were discarded at the customer site. Several attempts to contact the customer to obtain more details of the event were unsuccessful. The lot number was not made available therefore testing of the retained sample was not completed.

Event description:
Complainant alleged that while attempting to pace a (B)(6), male pt the device was unable to capture the pt's heart rhythm. They increased the milliamps to 84 and was not able to capture the pt's heart rhythm. Another clinician arrived to the scene and switched to another type of electrode pads and was able to successfully capture the pt's heart rhythm. Upon removal of the electrodes, second degree burns were found under the pads. The complainant indicated that the pt was transferred to the cath lab and expired later that day.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation. (B)(4).